Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the guide wire came out of the package bent. There was no patient involvement. This report is for one (1) 3.2mm guide wire 400mm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10: additional narrative: h3, h4, h6: part 357.399, lot 3l29441: manufacture date: may 22, 2019. Manufacturing location: elmira. A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 3.2mm guide wire 400mm product was processed through the normal manufacturing and inspection operations with no rework nor nonconformities noted. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no nonconformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. H3, h6: a product investigation was completed: the guide wire was received in its original non-sterile packaging. The packaging had a hole towards the distal tip of the guide wire. The distal tip of the guide wire pierced through the protective cover. The guide wire is bent severely at it its proximal end and has a slight bend/curvature throughout the guide wire. This is consistent with the complaint condition; thus, the complaint is confirmed. Dimensional inspection showed the relevant dimensions were conforming. The relevant drawing was reviewed and no issues were identified. The guide wire was severely bent at its proximal end and had a slight curvature all the way to the distal tip. The packaging appeared to be slightly damaged, it had hole right at the distal tip of the guide wire. Although no definitive root cause could be determined, it is possible that the device encountered unintended forces. The device may have been subjected to poor material handling during its processing or distribution. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. MFR site: physical manufacturer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.